Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and an audio bolus button issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the cover was missing from the audio bolus button; the button was unresponsive and the contact was found to be missing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).